Manufacturer narrative:
This report is submitted on april 21, 2021.

Event description:
Per the clinic, the recipient experience swelling at the implant site and subsequently was treated with oral steroid (date and duration not reported).